Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer received a replacement pump for insulin therapy.